Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: physician felt a little bit resistance while advancing the bypass tube into the manta sheath when using the device per IFU, half of the bypass tube remain outside the sheath, the delivery tube was advanced through the bypass tube, down the sheath until a click was heard. Successfully deploy manta and wound sealed immediately. Associated to: MDR 3010252479-2022-00039 manta, MDR 3010252479-2022-00040 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an impella supported pci, a 14f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while advancing the bypass tube into the sheath hub. Half of the bypass tube remained outside the sheath. The delivery tube was advanced through the bypass tube and into the sheath hub until the audible click was heard; deploying without complication; and successfully achieved hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.